Manufacturer narrative:
Subsequently, it was reported that the patient also had experienced hypotension (post-implant) and dyspnea (one month post-implant) that possibly were procedure-related. Both were treated with medication. The hypotension was resolved the following day; the dyspnea was described as an ongoing condition. Conduction disturbances are known potential adverse effects, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. (B)(4).

Manufacturer narrative:
The device remains implanted. Conclusion: the device history review and investigation are in process, once the review and investigation is complete, a supplemental report will be submitted. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic heart valve, this clinical study patient exhibited complete heart block, which was initially treated with increasing the rate of temporary pacing and then resolved with implant of a permanent pacemaker. It also was reported the patient experience anemia that probably was related to the implant procedure and resolved with one unit of packed red blood cells (prbcs). No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.